Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient experienced severe abdominal pain. In (B)(6) 2020, a CT scan was performed, with results unremarkable. In (B)(6) 2020, a c-reactive protein (crp) blood level was drawn, with elevated results. The patient was treated with intravenous (IV) ceftriaxone 2 g. The patient remained hospitalized during the treatment for the increased crp. After treatment, the patient's crp levels improved, and the abdominal pain improved. The suspicion of peritonitis was not confirmed.